Event description:
Customer reported receiving an error 4 on their freestyle flash blood glucose monitor, and the customer could not obtain a blood glucose result. The customer then reported feeling sweaty and incoherent. A neighbor called the paramedics. Customer was diagnosed with hypoglycemia, and the paramedics administered juice and an unspecified shot of medication in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.